Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a remote monitoring transmission was sent and there was possible oversensing in the right ventricular (rv) noted in stored episodes. It was reported that the patient was experiencing bradycardia due to loss of capture. There were no pacing spikes seen on telemetry. The rv lead remains in use. No patient complications have been reported as a result of this event.